Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient finally got around to trying to pair the replacement controller to her implant, however the controller doesn't recognize the recharger when it was plugged in. Patient tried it with the old controller and the replacement controller with the same result. Ts made request for recharger replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are getting system problem rm04 when trying to charge their implanted neurostimulator. Patient stated this happened a month or two ago and they were able to resolve the issue by resetting the controller. Patient noted having seen no device found message then commented they have pressed try again than recharge. During the call agent had patient reset controller; patient confirmed no physical damage on recharger cord, pins, connector port pins, did not hear rattling noise as well. Patient blew air into the controller port. Patient plugged in recharger and reported no device found. Agent instructed patient to press recharge at which time patient reported connect the recharger screen. Agent attempted to confirm if recharger was connected; patient then reported position screen and then confirmed seeing rm04. During the troubleshooting patient mentioned seeing the implant battery in red then showed white on top. The issue was not resolved. Agent sent request to repair department to replace the controller. Patient commented sometimes the pain goes down their leg and so they had increased intensity to 3.4.